Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis occurred. The target lesion was located in the left circumflex artery. A 3.50x28 mm promus element¿ drug-eluting stent was advanced and implanted in the lesion. Five days post procedure, the patient was discharged with stent thrombosis. No further patient complications were reported.